Event description:
The front of a body cast was applied to the pt, and he was turned over so that the back of the cast could be applied. The pt complained of a burning sensation, and the cast was removed. When the cast was removed, the caregiver found a reddened, burned area and a blister on the chest of the pt.